Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was placed on impella 5.5 support after presenting with decompensating heart failure and required inotropic support yesterday. The patient had a bloody bowel movement and hemoglobin was low. A unit of packed red blood cells were given and anticoagulation was stopped. The patient received an additional blood transfusion. The patient remained stable and survived.